Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer called to report a high blood glucose reading of 592 mg/dl. The customer stated he changed the infusion set and continued to have high blood glucose. Troubleshooting was performed and the insulin pump passed the prime test but failed the high pressure test. Nothing further was reported.